Manufacturer narrative:
Evaluation summary: the device returned with the sheath and stylette partially loaded into the device. The sheath and stylette could be removed from the device with no resistance. There was residue on the stylette. The distal tapered portion of the sheath was positioned over the loop of the stylette and deformed. There was a kink on the stylette approximately 19.5cm proximal to the loop of the stylette. There was bunching of the inner lumen proximal to the distal tip. There was slight deformation to the distal tip. The transition tubing was stretched and was kinked 0.5cm proximal to the guidewire entry port. The stent had moved proximally on the balloon and was not positioned between the marker bands as per specifications. There was no deformation visible to the stent wraps.

Event description:
It was reported that the physician was attempting to use two resolute integrity rx drug eluting stents to treat a moderately calcified and tortuous rca lesion exhibiting 100% stenosis. No issues were noted to the packaging of both devices. No issues were encountered when removing the devices from the hoop / tray. Both devices were inspected with no issues noted. Negative prep was not performed on either device. The lesion was pre-dilated with three different balloons. It was reported that the physician attempted to deliver the first resolute integrity but the device would not cross so the physician withdrew the stent. The physician then attempted to deliver the second resolute integrity but it also failed to cross the target lesion. While attempting to deliver the two resolute integrity stents that failed to cross, resistance was encountered. Neither device passed through a previously deployed stent. It was reported that a dissection was noted in the rca. The physician commented that the event was due to use of the device in difficult les ion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was sent for bypass surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.